Event description:
It was reported that a user experienced an occlusion alarm while using an ilet system with a steel cannula infusion set, following accidental removal and replacement of the infusion set; the user disconnected and confirmed insulin flow with visible drops from the needle, and blood glucose was 254 mg/dl with subsequent monitoring advised. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with no medical intervention or hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed that the cause of the hyperglycemia and occlusion was unclear. It was concluded that no device malfunction could be confirmed based on the available information, and the event was attributed to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.